Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6) 2012, gravida ii, parity 2, live birth in 2007 and live birth on (B)(6) 2012. Previously administered products included for birth control: mirena from 2012 to 2013. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infections in vaginal area"), vaginal discharge ("always had discharge"), cystitis interstitial ("infections in bladder/ interstitial cystitis") and abdominal pain ("severe and persistent abdominal pain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("various infections / infection of some kind"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("bloody discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight decreased ("weight loss"), uterine contractions abnormal ("felt like contractions"), fatigue ("fatigue"), nausea ("nauseous"), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain (stabbing and burning)"), muscle spasms ("back contractions"), hypersensitivity ("hypersensitivity reaction to nickel"), treatment noncompliance ("birth control or contraception at any time following your essure placement procedure") and malaise ("sick"). The patient was treated with antibiotics, antiinflammatory/antirheumatic products, analgesics and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2015, the cystitis interstitial and abdominal pain had resolved. At the time of the report, the pelvic pain, vaginal infection, vaginal discharge, infection, vulvovaginal pain and back pain had resolved and the genital haemorrhage, weight decreased, uterine contractions abnormal, fatigue, nausea, vaginal haemorrhage, muscle spasms, hypersensitivity, treatment noncompliance and malaise outcome was unknown. The reporter considered abdominal pain, back pain, cystitis interstitial, fatigue, genital haemorrhage, hypersensitivity, infection, malaise, muscle spasms, nausea, pelvic pain, treatment noncompliance, uterine contractions abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: no antibiotics ever worked to get rid of infection. Patient underwent tubal ligation on (B)(6) 2013. Diagnostic results: dye test was done app. Three months after placement, in 2013. On an unknown date she had a positive test for infection. (B)(6). Most recent follow-up information incorporated above includes: on 4-dec-2017: event injury was deleted, events added per pfs: weight loss, infections in vaginal area, infections in bladder, severe and persistent abdominal pain(stabbing pain), felt like contractions, fatigue, nauseous bloody discharge, interstitial cystitis, vaginal pain, back contractions, lower back pain (stabbing and burning), interstitial cystitis, pelvic pain. Events were recovered. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "birth control or contraception at any time following your essure placement procedure". The patient's medical history included c-section on (B)(6) 2012, live birth on (B)(6) 2012, live birth in 2007, gravida ii, parity 2, cystitis interstitial, renal failure and uterine pain. Previously administered products included for birth control: mirena from 2012 to 2013. Concurrent conditions included urge incontinence, pelvic pain female, dysuria, urinary incontinence (urinary urgency, urinary frequency), premenstrual syndrome, menstruation abnormal, irregular menstrual cycle, dyspareunia, crying, kidney stones, cyst, dysmenorrhea, urinary tract infection, uterine bleeding, ovarian cyst, uterine bleeding, menstruation abnormal and stress. Concomitant products included oxycodone and phenazopyridine hydrochloride (azo-standard). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe and persistent abdominal pain"), vaginal infection ("infections in vaginal area"), vaginal discharge ("discharge / brown discharge") and cystitis interstitial ("infections in bladder/ interstitial cystitis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection ("various infections / kidney infection"), fatigue ("fatigue") and nausea ("nauseous"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bloody discharge"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), back pain ("lower back pain (stabbing and burning)"), vulvovaginal pain ("vaginal pain"), uterine spasm ("felt like contractions"), muscle spasms ("back contractions"), allergy to metals ("hypersensitivity reaction to nickel"), malaise ("sick"), sweating attack ("break out in sweats"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("hand hurt"), bladder spasm ("bladder spasm"), hot flush ("hot flashes"), hypoaesthesia ("hand numb"), sitting disability ("sitting hurt"), dysstasia ("standing hurt"), sweaty ("sweats"), pollakiuria ("frequently urination"), uterine inflammation ("inflammation of my uterus") and coccydynia ("tail bone sore") and was found to have weight decreased ("weight loss") and white blood cells urine ("white discharge ,wbc in my pee"). The patient was treated with analgesics, antibiotics, antiinflammatory and antirheumatic products, dilation and curettage and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2015, the abdominal pain and cystitis interstitial had resolved. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, vaginal infection, vaginal discharge and kidney infection had resolved and the genital haemorrhage, vaginal haemorrhage, uterine spasm, weight decreased, fatigue, nausea, muscle spasms, allergy to metals, malaise, sweating attack, abdominal pain lower, pain in extremity, bladder spasm, hot flush, hypoaesthesia and coccydynia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder spasm, cystitis interstitial, dysstasia, fatigue, genital haemorrhage, hot flush, hypoaesthesia, kidney infection, malaise, muscle spasms, nausea, pain in extremity, pelvic pain, pollakiuria, sitting disability, sweating attack, uterine inflammation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, white blood cells urine and sweaty to be related to essure. No further causality assessment were provided for the product. The reporter commented: no antibiotics ever worked to get rid of infection. Patient underwent tubal ligation on (B)(6) 2013. In (B)(6) 2014 the patient was scheduled for a bilateral salpingectomy to remove the devices but this was aborted due to concern of coils being embedded at cornua. A d&c was performed instead at that time. The tubal insert has the proximal tip of the inner coil located 20 mm or less into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.3 kgs. Hysterosalpingogram - on an unknown date: there is no contrast within the fallopian tube or past the micro insert. Contrast fills very proximal interstitial segment of the left fallopian tube. The tubal insert has the proximal tip of the inner coiled located 20mm or less into the tube. There is no fluoroscopic signs of the uterine tubal perforation. Pathology test - on (B)(6) 2014: a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware. Dye test was done app. 3 months after placement, in 2013. On an unknown date she had a positive test for infection. Current weight: 225. Approximate weight at the time of essure placement: 250. On (B)(6) 2014 patient had surgical pathology report resulted in a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware. Final surgical pathology report: endometrium curettings: weakly proliferative/ early secretory endometrium with stromal hemorrhage focal ectocervical epithelium with koilocytic (hpv) effect. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal discharge, back pain, genital haemorrhage, pelvic pain, cystitis interstitial abdominal pain. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content was received: event sitting hurt, standing hurt, brown discharge, wbc in my pee, sweats, frequently urination, inflammation of my uterus and new reporter were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "birth control or contraception at any time following your essure placement procedure". The patient's medical history included c-section on (B)(6) 2012, live birth on (B)(6) 2012, live birth in 2007, gravida ii, parity 2, cystitis interstitial, renal failure, uterine pain and sinus pressure. Previously administered products included for birth control: mirena from 2012 to 2013. Concurrent conditions included urge incontinence, pelvic pain female, dysuria, urinary incontinence (urinary urgency, urinary frequency), premenstrual syndrome, menstruation abnormal, irregular menstrual cycle, dyspareunia, crying, kidney stones, cyst, dysmenorrhea, urinary tract infection, uterine bleeding, ovarian cyst, uterine bleeding, menstruation abnormal, stress, uti, cough and nasal congestion. Concomitant products included amoxicillin sodium;clavulanate potassium (augmentin), ciprofloxacin hydrochloride (cipro), oxycodone, phenazopyridine hydrochloride (azo-standard) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe and persistent abdominal pain"), vaginal infection ("infections in vaginal area"), vaginal discharge ("discharge / brown discharge") and cystitis interstitial ("infections in bladder/ interstitial cystitis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection ("various infections / kidney infection"), fatigue ("fatigue") and nausea ("nauseous"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bloody discharge"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), back pain ("lower back pain (stabbing and burning)"), vulvovaginal pain ("vaginal pain"), uterine spasm ("felt like contractions"), muscle spasms ("back contractions"), allergy to metals ("hypersensitivity reaction to nickel"), malaise ("sick"), sweating attack ("break out in sweats"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("hand hurt"), bladder spasm ("bladder spasm"), hot flush ("hot flashes"), hypoaesthesia ("hand numb"), sitting disability ("sitting hurt"), dysstasia ("standing hurt"), sweaty ("sweats"), pollakiuria ("frequently urination"), uterine inflammation ("inflammation of my uterus"), coccydynia ("tai lbone sore"), female sexual dysfunction ("sex became miserable"), urinary tract infection ("urinary tract infection"), menstruation irregular ("irregular periods"), menorrhagia ("heavy periods/heavy bleeding"), dysmenorrhoea ("painful periods") and emotional distress ("emotional distress") and was found to have weight decreased ("weight loss") and white blood cells urine positive ("white discharge ,wbc in my pee"). The patient was treated with analgesics, antibiotics, antiinflammatory and antirheumatic products, dilation and curretage and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2015, the abdominal pain and cystitis interstitial had resolved. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, vaginal infection, vaginal discharge, kidney infection, female sexual dysfunction, urinary tract infection, menstruation irregular, menorrhagia and dysmenorrhoea had resolved and the genital haemorrhage, vaginal haemorrhage, uterine spasm, weight decreased, fatigue, nausea, muscle spasms, allergy to metals, malaise, sweating attack, abdominal pain lower, pain in extremity, bladder spasm, hot flush, hypoaesthesia, coccydynia and emotional distress outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder spasm, coccydynia, cystitis interstitial, dysmenorrhoea, dysstasia, emotional distress, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, hypoaesthesia, kidney infection, malaise, menorrhagia, menstruation irregular, muscle spasms, nausea, pain in extremity, pelvic pain, pollakiuria, sitting disability, sweating attack, urinary tract infection, uterine inflammation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, white blood cells urine positive and sweaty to be related to essure. The reporter commented: no antibiotics ever worked to get rid of infection. Patient underwent tubal ligation on (B)(6) 2013. In (B)(6) 2014 the patient was scheduled for a bilateral salpingectomy to remove the devices but this was aborted due to concern of coils being embedded at cornua. A d&c was performed instead at that time the tubal insert has the proximal tip of the inner coil located 20 mm or less into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.3 kgs. Hysterosalpingogram - on an unknown date: there is no contrast within the fallopian tube or past the micro insert. Contrast fills very proximal interstitial segment of the left fallopian tube. The tubal insert has the proximal tip of the inner coiled located 20mm or less into the tube. There is no fluoroscopic signs of the uterine tubal perforation.. Pathology test - on (B)(6) 2014: a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware. Dye test was done app. 3 months after placement, in 2013. On an unknown date she had a positive test for infection. Current weight: 225 approximate weight at the time of essure placement: 250 on (B)(6) 2014 patient had surgical patlogy report resulted in a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware final surgical pathology report: endometrium curettings: weakly proliferative/ early secretory endometrium with stromal hemorrhage focal ectocervical epithelium with koilocytic (hpv) effect. Concerning the injuries reported in this case the following were reported via social media- sexual dysfuncyion, urinary tract infection, dysmenorrhea, menorrhagia, irregular menses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: mr received. Pocessed with fu.no. 33, 34. New event added: emotional distress. Reporters were added. On 30-jul-2020: mr received. Processed with fu. No. 32,34. Reporter was added. On 10-aug-2020: mr received. Processed with 32, 33. No new significant information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a 27-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6)2012, gravida ii, parity 2, live birth in 2007 and live birth on (B)(6)2012. Previously administered products included for birth control: mirena from 2012 to 2013. On (B)(6)2013, the patient had essure inserted. In april 2013, the patient experienced abdominal pain ("severe and persistent abdominal pain"), vaginal infection ("infections in vaginal area"), vaginal discharge ("always had discharge") and cystitis interstitial ("infections in bladder/ interstitial cystitis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("various infections / infection of some kind"), fatigue ("fatigue") and nausea ("nauseous"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("bloody discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain (stabbing and burning)"), vulvovaginal pain ("vaginal pain"), uterine spasm ("felt like contractions"), weight decreased ("weight loss"), muscle spasms ("back contractions"), allergy to metals ("hypersensitivity reaction to nickel"), treatment noncompliance ("birth control or contraception at any time following your essure placement procedure") and malaise ("sick"). The patient was treated with antibiotics, antiinflammatory/antirheumatic products, analgesics and surgery (hysterectomy). Essure was removed on (B)(6)2014. In 2015, the abdominal pain and cystitis interstitial had resolved. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, vaginal infection, vaginal discharge and infection had resolved and the genital haemorrhage, vaginal haemorrhage, uterine spasm, weight decreased, fatigue, nausea, muscle spasms, allergy to metals, treatment noncompliance and malaise outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cystitis interstitial, fatigue, genital haemorrhage, infection, malaise, muscle spasms, nausea, pelvic pain, treatment noncompliance, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: no antibiotics ever worked to get rid of infection. Patient underwent tubal ligation on (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.3 kgs. Dye test was done app. 3 months after placement, in 2013. On an unknown date she had a positive test for infection. Current weight: 225 approximate weight at the time of essure placement: 250 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "birth control or contraception at any time following your essure placement procedure". The patient's medical history included c-section on (B)(6) 2012, live birth on (B)(6) 2012, live birth in 2007, gravida ii and parity 2. Previously administered products included for birth control: mirena from 2012 to 2013. Concurrent conditions included urge incontinence, pelvic pain female, dysuria, urinary incontinence, premenstrual syndrome, menstruation abnormal, irregular menstrual cycle, dyspareunia, crying, kidney stones, cyst, dysmenorrhea, urinary tract infection and uterine bleeding. Concomitant products included oxycodone and phenazopyridine hydrochloride (azo-standard). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe and persistent abdominal pain"), vaginal infection ("infections in vaginal area"), vaginal discharge ("always had discharge") and cystitis interstitial ("infections in bladder/ interstitial cystitis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("various infections / infection of some kind"), fatigue ("fatigue") and nausea ("nauseous"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bloody discharge"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), back pain ("lower back pain (stabbing and burning)"), vulvovaginal pain ("vaginal pain"), uterine spasm ("felt like contractions"), muscle spasms ("back contractions"), allergy to metals ("hypersensitivity reaction to nickel"), malaise ("sick"), hyperhidrosis ("break out in sweats"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("hand hurt"), bladder spasm ("bladder spasm"), hot flush ("hot flashes") and hypoaesthesia ("hand numb") and was found to have weight decreased ("weight loss"). The patient was treated with analgesics, antibiotics, antiinflammatory and antirheumatic products, dilation and "curettage" and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2015, the abdominal pain and cystitis interstitial had resolved. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, vaginal infection, vaginal discharge and infection had resolved and the genital haemorrhage, vaginal haemorrhage, uterine spasm, weight decreased, fatigue, nausea, muscle spasms, allergy to metals, malaise, hyperhidrosis, abdominal pain lower, pain in extremity, bladder spasm, hot flush and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder spasm, cystitis interstitial, fatigue, genital haemorrhage, hot flush, hyperhidrosis, hypoaesthesia, infection, malaise, muscle spasms, nausea, pain in extremity, pelvic pain, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: no antibiotics ever worked to get rid of infection. Patient underwent tubal ligation on (B)(6) 2013. In (B)(6) 2014 the patient was scheduled for a bilateral salpingectomy to remove the devices but this was aborted due to concern of coils being embedded at cornua. A d&c was performed instead at that time diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.3 kgs. Hysterosalpingogram - on an unknown date: there is no contrast within the fallopian tube or past the micro insert. Contrast fills very proximal interstitial segment of the left fallopian tube. The tubal insert has the proximal tip of the inner coiled located 20mm or less into the tube. There is no fluoroscopic signs of the uterine tubal perforation.. Dye test was done app. 3 months after placement, in 2013. On an unknown date she had a positive test for infection. Current weight: 225 approximate weight at the time of essure placement: 250 on (B)(6) 2014 patient had surgical "pathology" report resulted in a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware final surgical pathology report: endometrium curettings: weakly proliferative/ early secretory endometrium with stromal hemorrhage focal ectocervical epithelium with koilocytic (hpv) effect. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal discharge, back pain, genital haemorrhage, pelvic pain, cystitis interstitial. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received : events added- lower abdominal pain, break out in sweats, sinus infection, hand numb, hand hurt, bladder spasm, hot flashes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "birth control or contraception at any time following your essure placement procedure". The patient's medical history included c-section on (B)(6) 2012, live birth on (B)(6) 2012, live birth in 2007, gravida ii, parity 2, cystitis interstitial, renal failure and uterine pain. Previously administered products included for birth control: mirena from 2012 to 2013. Concurrent conditions included urge incontinence, pelvic pain female, dysuria, urinary incontinence (urinary urgency, urinary frequency), premenstrual syndrome, menstruation abnormal, irregular menstrual cycle, dyspareunia, crying, kidney stones, cyst, dysmenorrhea, urinary tract infection, uterine bleeding, ovarian cyst, uterine bleeding, menstruation abnormal, stress and uti. Concomitant products included ciprofloxacin hydrochloride (cipro), oxycodone, phenazopyridine hydrochloride (azo-standard) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced abdominal pain ("severe and persistent abdominal pain"), vaginal infection ("infections in vaginal area"), vaginal discharge ("discharge / brown discharge") and cystitis interstitial ("infections in bladder/ interstitial cystitis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection ("various infections / kidney infection"), fatigue ("fatigue") and nausea ("nauseous"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("vaginal bloody discharge"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), back pain ("lower back pain (stabbing and burning)"), vulvovaginal pain ("vaginal pain"), uterine spasm ("felt like contractions"), muscle spasms ("back contractions"), allergy to metals ("hypersensitivity reaction to nickel"), malaise ("sick"), sweating attack ("break out in sweats"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("hand hurt"), bladder spasm ("bladder spasm"), hot flush ("hot flashes"), hypoaesthesia ("hand numb"), sitting disability ("sitting hurt"), dysstasia ("standing hurt"), sweaty ("sweats"), pollakiuria ("frequently urination"), uterine inflammation ("inflammation of my uterus"), coccydynia ("tai lbone sore"), sexual dysfunction ("sex became miserable"), urinary tract infection ("urinary tract infection"), menstruation irregular ("irregular periods"), menorrhagia ("heavy periods") and dysmenorrhoea ("painful periods") and was found to have weight decreased ("weight loss") and white blood cells urine positive ("white discharge ,wbc in my pee"). The patient was treated with analgesics, antibiotics, antiinflammatory and antirheumatic products, dilation and curettage and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2015, the abdominal pain and cystitis interstitial had resolved. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, vaginal infection, vaginal discharge, kidney infection, sexual dysfunction, urinary tract infection, menstruation irregular, menorrhagia and dysmenorrhoea had resolved and the genital haemorrhage, vaginal haemorrhage, uterine spasm, weight decreased, fatigue, nausea, muscle spasms, allergy to metals, malaise, sweating attack, abdominal pain lower, pain in extremity, bladder spasm, hot flush, hypoaesthesia and coccydynia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder spasm, coccydynia, cystitis interstitial, dysmenorrhoea, dysstasia, fatigue, genital haemorrhage, hot flush, hypoaesthesia, kidney infection, malaise, menorrhagia, menstruation irregular, muscle spasms, nausea, pain in extremity, pelvic pain, pollakiuria, sexual dysfunction, sitting disability, sweating attack, urinary tract infection, uterine inflammation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, white blood cells urine positive and sweaty to be related to essure. The reporter commented: no antibiotics ever worked to get rid of infection. Patient underwent tubal ligation on (B)(6) 2013. In may2014 the patient was scheduled for a bilateral salpingectomy to remove the devices but this was aborted due to concern of coils being embedded at cornua. A d&c was performed instead at that time the tubal insert has the proximal tip of the inner coil located 20 mm or less into the tube diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.3 kgs. Hysterosalpingogram - on an unknown date: there is no contrast within the fallopian tube or past the micro insert. Contrast fills very proximal interstitial segment of the left fallopian tube. The tubal insert has the proximal tip of the inner coiled located 20mm or less into the tube. There is no fluoroscopic signs of the uterine tubal perforation.. Pathology test - on (B)(6) 2014: a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware. Dye test was done app. 3 months after placement, in 2013. On an unknown date she had a positive test for infection. Current weight: 225 approximate weight at the time of essure placement: 250 on (B)(6) 2014 patient had surgical patlogy report resulted in a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware final surgical pathology report: endometrium curettings: weakly proliferative/ early secretory endometrium with stromal hemorrhage focal ectocervical epithelium with koilocytic (hpv) effect. Concerning the injuries reported in this case the following were reported via social media- sexual dysfunction, urinary tract infection, dysmenorrhea, menorrhagia, irregular menses. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. New reporter added. Event sex became miserable, urinary tract infection , heavy, irregular and painful periods added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "birth control or contraception at any time following your essure placement procedure". The patient's medical history included c-section on (B)(6) 2012, live birth on (B)(6) 2012, live birth in 2007, gravida ii, parity 2, cystitis interstitial, renal failure and uterine pain. Previously administered products included for birth control: mirena from 2012 to 2013. Concurrent conditions included urge incontinence, pelvic pain female, dysuria, urinary incontinence (urinary urgency, urinary frequency), premenstrual syndrome, menstruation abnormal, irregular menstrual cycle, dyspareunia, crying, kidney stones, cyst, dysmenorrhea, urinary tract infection, uterine bleeding, ovarian cyst, uterine bleeding, menstruation abnormal and stress. Concomitant products included oxycodone and phenazopyridine hydrochloride (azo-standard). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe and persistent abdominal pain"), vaginal infection ("infections in vaginal area"), vaginal discharge ("discharge / brown discharge") and cystitis interstitial ("infections in bladder/ interstitial cystitis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection ("various infections / kidney infection"), fatigue ("fatigue") and nausea ("nauseous"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bloody discharge"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), back pain ("lower back pain (stabbing and burning)"), vulvovaginal pain ("vaginal pain"), uterine spasm ("felt like contractions"), muscle spasms ("back contractions"), allergy to metals ("hypersensitivity reaction to nickel"), malaise ("sick"), sweating attack ("break out in sweats"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("hand hurt"), bladder spasm ("bladder spasm"), hot flush ("hot flashes"), hypoaesthesia ("hand numb"), sitting disability ("sitting hurt"), dysstasia ("standing hurt"), sweaty ("sweats"), pollakiuria ("frequently urination"), uterine inflammation ("inflammation of my uterus") and coccydynia ("tai lbone sore") and was found to have weight decreased ("weight loss") and white blood cells urine positive ("white discharge ,wbc in my pee"). The patient was treated with analgesics, antibiotics, antiinflammatory and antirheumatic products, dilation and curretage and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2015, the abdominal pain and cystitis interstitial had resolved. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, vaginal infection, vaginal discharge and kidney infection had resolved and the genital haemorrhage, vaginal haemorrhage, uterine spasm, weight decreased, fatigue, nausea, muscle spasms, allergy to metals, malaise, sweating attack, abdominal pain lower, pain in extremity, bladder spasm, hot flush, hypoaesthesia and coccydynia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder spasm, coccydynia, cystitis interstitial, dysstasia, fatigue, genital haemorrhage, hot flush, hypoaesthesia, kidney infection, malaise, muscle spasms, nausea, pain in extremity, pelvic pain, pollakiuria, sitting disability, sweating attack, uterine inflammation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, white blood cells urine positive and sweaty to be related to essure. The reporter commented: no antibiotics ever worked to get rid of infection. Patient underwent tubal ligation on (B)(6) 2013. In (B)(6) 2014 the patient was scheduled for a bilateral salpingectomy to remove the devices but this was aborted due to concern of coils being embedded at cornua. A d&c was performed instead at that time the tubal insert has the proximal tip of the inner coil located 20 mm or less into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.3 kgs. Hysterosalpingogram - on an unknown date: there is no contrast within the fallopian tube or past the micro insert. Contrast fills very proximal interstitial segment of the left fallopian tube. The tubal insert has the proximal tip of the inner coiled located 20mm or less into the tube. There is no fluoroscopic signs of the uterine tubal perforation.. Pathology test - on (B)(6) 2014: a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware. Dye test was done app. 3 months after placement, in 2013. On an unknown date she had a positive test for infection. Current weight: 225. Approximate weight at the time of essure placement: 250 on (B)(6) 2014 patient had surgical patlogy report resulted in a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware final surgical pathology report: endometrium curettings: weakly proliferative/ early secretory endometrium with stromal hemorrhage focal ectocervical epithelium with koilocytic (hpv) effect. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal discharge, back pain, genital haemorrhage, pelvic pain, cystitis interstitialabdominal pain concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: back pain, pelvic pain lot number: 977933 manufacturing date: 2012-04-30 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was identified to be duplicate of this case and will be deleted. Source documents, reference section from case (B)(4) has been transferred to this retained case. This case (B)(4) was identified to be duplicate of this case and will be deleted. References details and source documents were transferred from deletion case no.(B)(4) . No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "birth control or contraception at any time following your essure placement procedure". The patient's medical history included c-section on (B)(6) 2012, live birth on (B)(6) 2012, live birth in 2007, gravida ii, parity 2, cystitis interstitial, renal failure and uterine pain. Previously administered products included for birth control: mirena from 2012 to 2013. Concurrent conditions included urge incontinence, pelvic pain female, dysuria, urinary incontinence (urinary urgency, urinary frequency), premenstrual syndrome, menstruation abnormal, irregular menstrual cycle, dyspareunia, crying, kidney stones, cyst, dysmenorrhea, urinary tract infection, uterine bleeding, ovarian cyst, uterine bleeding, menstruation abnormal and stress. Concomitant products included oxycodone and phenazopyridine hydrochloride (azo-standard). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe and persistent abdominal pain"), vaginal infection ("infections in vaginal area"), vaginal discharge ("discharge / brown discharge") and cystitis interstitial ("infections in bladder/ interstitial cystitis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection ("various infections / kidney infection"), fatigue ("fatigue") and nausea ("nauseous"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bloody discharge"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), back pain ("lower back pain (stabbing and burning)"), vulvovaginal pain ("vaginal pain"), uterine spasm ("felt like contractions"), muscle spasms ("back contractions"), allergy to metals ("hypersensitivity reaction to nickel"), malaise ("sick"), sweating attack ("break out in sweats"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("hand hurt"), bladder spasm ("bladder spasm"), hot flush ("hot flashes"), hypoaesthesia ("hand numb"), sitting disability ("sitting hurt"), dysstasia ("standing hurt"), sweaty ("sweats"), pollakiuria ("frequently urination"), uterine inflammation ("inflammation of my uterus") and coccydynia ("tai lbone sore") and was found to have weight decreased ("weight loss") and white blood cells urine positive ("white discharge ,wbc in my pee"). The patient was treated with analgesics, antibiotics, antiinflammatory and antirheumatic products, dilation and curretage and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2015, the abdominal pain and cystitis interstitial had resolved. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, vaginal infection, vaginal discharge and kidney infection had resolved and the genital haemorrhage, vaginal haemorrhage, uterine spasm, weight decreased, fatigue, nausea, muscle spasms, allergy to metals, malaise, sweating attack, abdominal pain lower, pain in extremity, bladder spasm, hot flush, hypoaesthesia and coccydynia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder spasm, coccydynia, cystitis interstitial, dysstasia, fatigue, genital haemorrhage, hot flush, hypoaesthesia, kidney infection, malaise, muscle spasms, nausea, pain in extremity, pelvic pain, pollakiuria, sitting disability, sweating attack, uterine inflammation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, white blood cells urine positive and sweaty to be related to essure. The reporter commented: no antibiotics ever worked to get rid of infection. Patient underwent tubal ligation on (B)(6) 2013. In (B)(6) 2014 the patient was scheduled for a bilateral salpingectomy to remove the devices but this was aborted due to concern of coils being embedded at cornua. A d&c was performed instead at that time the tubal insert has the proximal tip of the inner coil located 20 mm or less into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.3 kgs. Hysterosalpingogram - on an unknown date: there is no contrast within the fallopian tube or past the micro insert. Contrast fills very proximal interstitial segment of the left fallopian tube. The tubal insert has the proximal tip of the inner coiled located 20mm or less into the tube. There is no fluoroscopic signs of the uterine tubal perforation.. Pathology test - on (B)(6) 2014: a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware. Dye test was done app. 3 months after placement, in 2013. On an unknown date she had a positive test for infection. Current weight: 225. Approximate weight at the time of essure placement: 250. On (B)(6) 2014 patient had surgical patlogy report resulted in a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware final surgical pathology report: endometrium curettings: weakly proliferative/ early secretory endometrium with stromal hemorrhage focal ectocervical epithelium with koilocytic (hpv) effect. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal discharge, back pain, genital haemorrhage, pelvic pain, cystitis interstitialabdominal pain. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: back pain, pelvic pain. Lot number: 977933 manufacturing date: 2012-04-30 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # us-bayer-(B)(4) (medwatch 3500a MFR number 2951250-2020-03965) which will be deleted from bayer safety database after all information was transferred to this duplicate record # us-bayer-(B)(4) which will be retained. Addition: records us-bayer-(B)(4) (medwatch 3500a MFR number 2951250-2020-03923) and us-bayer-(B)(4) (medwatch 3500a MFR number 2951250-2020-04074) previously erraneously merged into this record referred to an other patient, all information of both case records that were already deleted from bayer safety database will now be removed from this record and will be retained in newly created record us-bayer-(B)(4). No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "birth control or contraception at any time following your essure placement procedure". The patient's medical history included c-section on (B)(6) 2012, live birth on (B)(6) 2012, live birth in 2007, gravida ii, parity 2, cystitis interstitial, renal failure and uterine pain. Previously administered products included for birth control: mirena from 2012 to 2013. Concurrent conditions included urge incontinence, pelvic pain female, dysuria, urinary incontinence (urinary urgency, urinary frequency), premenstrual syndrome, menstruation abnormal, irregular menstrual cycle, dyspareunia, crying, kidney stones, cyst, dysmenorrhea, urinary tract infection, uterine bleeding, ovarian cyst, uterine bleeding, menstruation abnormal and stress. Concomitant products included oxycodone and phenazopyridine hydrochloride (azo-standard). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe and persistent abdominal pain"), vaginal infection ("infections in vaginal area"), vaginal discharge ("discharge / brown discharge") and cystitis interstitial ("infections in bladder/ interstitial cystitis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection ("various infections / kidney infection"), fatigue ("fatigue") and nausea ("nauseous"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bloody discharge"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), back pain ("lower back pain (stabbing and burning)"), vulvovaginal pain ("vaginal pain"), uterine spasm ("felt like contractions"), muscle spasms ("back contractions"), allergy to metals ("hypersensitivity reaction to nickel"), malaise ("sick"), sweating attack ("break out in sweats"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("hand hurt"), bladder spasm ("bladder spasm"), hot flush ("hot flashes"), hypoaesthesia ("hand numb"), sitting disability ("sitting hurt"), dysstasia ("standing hurt"), sweaty ("sweats"), pollakiuria ("frequently urination"), uterine inflammation ("inflammation of my uterus") and coccydynia ("tai lbone sore") and was found to have weight decreased ("weight loss") and white blood cells urine positive ("white discharge ,wbc in my pee"). The patient was treated with analgesics, antibiotics, antiinflammatory and antirheumatic products, dilation and curretage and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2015, the abdominal pain and cystitis interstitial had resolved. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, vaginal infection, vaginal discharge and kidney infection had resolved and the genital haemorrhage, vaginal haemorrhage, uterine spasm, weight decreased, fatigue, nausea, muscle spasms, allergy to metals, malaise, sweating attack, abdominal pain lower, pain in extremity, bladder spasm, hot flush, hypoaesthesia and coccydynia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder spasm, coccydynia, cystitis interstitial, dysstasia, fatigue, genital haemorrhage, hot flush, hypoaesthesia, kidney infection, malaise, muscle spasms, nausea, pain in extremity, pelvic pain, pollakiuria, sitting disability, sweating attack, uterine inflammation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, white blood cells urine positive and sweaty to be related to essure. The reporter commented: no antibiotics ever worked to get rid of infection. Patient underwent tubal ligation on (B)(6) 2013. In (B)(6) 2014 the patient was scheduled for a bilateral salpingectomy to remove the devices but this was aborted due to concern of coils being embedded at cornua. A d&c was performed instead at that time the tubal insert has the proximal tip of the inner coil located 20 mm or less into the tube . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.3 kgs. Hysterosalpingogram - on an unknown date: there is no contrast within the fallopian tube or past the micro insert. Contrast fills very proximal interstitial segment of the left fallopian tube. The tubal insert has the proximal tip of the inner coiled located 20mm or less into the tube. There is no fluoroscopic signs of the uterine tubal perforation.. Pathology test - on (B)(6) 2014: a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware. Dye test was done app. 3 months after placement, in 2013. On an unknown date she had a positive test for infection. Current weight: 225 approximate weight at the time of essure placement: 250 on (B)(6) 2014 patient had surgical patlogy report resulted in a portion of right fallopian tube is present measuring 1.5 cm in length, and 0.7 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. A portion of left fallopian tube is present measuring 2.5 cm in length and 0.5 cm in diameter. A fimbriated end is not present. Protruding from the end of the fallopian tube is a metal coiled segment of hardware. Both fallopian tubes appear to have been previously ligated by means of this hardware final surgical pathology report: endometrium curettings: weakly proliferative/ early secretory endometrium with stromal hemorrhage focal ectocervical epithelium with koilocytic (hpv) effect. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal discharge, back pain, genital haemorrhage, pelvic pain, cystitis interstitialabdominal pain concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: back pain, pelvic pain. Lot number: 977933, manufacturing date: 2012-04-30, expiration date: 2015-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. 977933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6) 2012, gravida ii, parity 2, live birth in 2007 and live birth on (B)(6) 2012. Previously administered products included for birth control: mirena from 2012 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe and persistent abdominal pain"), vaginal infection ("infections in vaginal area"), vaginal discharge ("always had discharge") and cystitis interstitial ("infections in bladder/ interstitial cystitis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("various infections / infection of some kind"), fatigue ("fatigue") and nausea ("nauseous"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("bloody discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain (stabbing and burning)"), vulvovaginal pain ("vaginal pain"), uterine spasm ("felt like contractions"), weight decreased ("weight loss"), muscle spasms ("back contractions"), allergy to metals ("hypersensitivity reaction to nickel"), treatment noncompliance ("birth control or contraception at any time following your essure placement procedure") and malaise ("sick"). The patient was treated with antibiotics, antiinflammatory/antirheumatic products, analgesics and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2015, the abdominal pain and cystitis interstitial had resolved. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, vaginal infection, vaginal discharge and infection had resolved and the genital haemorrhage, vaginal haemorrhage, uterine spasm, weight decreased, fatigue, nausea, muscle spasms, allergy to metals, treatment noncompliance and malaise outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, cystitis interstitial, fatigue, genital haemorrhage, infection, malaise, muscle spasms, nausea, pelvic pain, treatment noncompliance, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: no antibiotics ever worked to get rid of infection. Patient underwent tubal ligation on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.3 kgs. Dye test was done app. 3 months after placement, in 2013. On an unknown date she had a positive test for infection. Current weight: 225 approximate weight at the time of essure placement: 250 most recent follow-up information incorporated above includes: on 20-apr-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lot number added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.